Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went to the emergency room and was admitted to the intensive care unit with a blood glucose (bg) of about 676 mg/dl and ketones. Customer was treated by intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2024. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.